Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown), but the electrode came off the pt after an hour of use. The clinician then reapplied the electrode to the pt and continued pt defibrillation. The complainant indicated that there was no adverse effect on the pt. The complainant indicated that the electrodes that were used in the event would not be returned to zoll for evaluation, as they were inadvertently discarded subsequent to the incident.